Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Interrogation revealed the tones were due to a battery status of elective replacement indicator (eri). The device was implanted for less than 4 years.